Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . D4: lot/serial # unknown / not provided d4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site #4 was removed as it was fractured. The patients prosthodontist states the implant was fractured.